Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abdominal pain, bulging, bowel issues, recurrence, pain, suffering, emotional distress, disability, impairment, loss of enjoyment of life, loss of care, and loss of comfort. Post-operative patient treatment included excision of abdominal wall, mesh removal, and repair of abdominal wall using component separation technique and open component of the abdominal wall.

Manufacturer narrative:
Additional info: a2 (date of birth), a3a, a4, b5, b7, d1, d4 (model #, catalog #, expiration date, lot #, UDI #), d8, e1 (facility name, street, city, region, postal code), g4 (510k #), h4, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, obstructions, scarring, abdominal pain, bulging, bowel issues, recurrence, pain, suffering, emotional distress, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included medication, excision of abdominal wall scar, mesh removal, repair of abdominal wall using component separation technique, and hernia repair with new mesh.

Manufacturer narrative:
Correction: b2 (added disability). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.